Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse cleaned the moni-x terminal and insertion part of the external input terminal. An operational inspection was performed with good results. The iabp was returned to the hospital.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction e1 (event site full name): (B)(6) hospital.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) noise was there in the ECG and ECG triggering was not possible. No health damage to patient.